Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the artificial urinary sphincter (aus) explant procedure was likely caused by a cuff leak with fluid loss, which impacted device function. DHR review: a DHR and ship history review cannot be performed as the lot numbers were not available. Technical analysis: upon receipt at our post market quality assurance laboratory, this aus was thoroughly analyzed. The pump, balloon, and cuff were returned. The pump and balloon were visually inspected, microscopically examined, and leak tested; both components passed all tests. The cuff was visually inspected, microscopically examined, and leak tested; a tear with fluid loss was noted in the cuff inflatable pillow, which is consistent with wear at fold. The cuff anomaly would affect the functionality of the device. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the aus instructions for use (IFU). There was no indication in the complaint that the product was not used in accordance with the labeling. The manual was unlikely to be the cause of the reported complaint. Investigation conclusion: an overall evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
This product was returned to the manufacturer without any report of performance issues or adverse patient effects. The returned device was analyzed and a non-conformance was identified.